Event description:
It was reported that the power rating of 9 autopulse nimh batteries was below 1300 watts. No adverse event reported. Battery 1, MFR report # 3003793491-2013-00271. Battery 2, MFR report # 3003793491-2013-00272. Battery 3, MFR report # 3003793491-2013-00273. Battery 4, MFR report # 3003793491-2013-00274. Battery 5, MFR report # 3003793491-2013-00275. Battery 6, MFR report # 3003793491-2013-00276. Battery 7, MFR report # 3003793491-2013-00277. Battery 8, MFR report # 3003793491-2013-00278. Battery 9, MFR report # 3003793491-2013-00279.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.